Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2352-50, serial#: (B)(4), description:linear 3-4 lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection at the ipg site. The patient's symptoms were redness and discharge. The physician believes that the infection was related to the implant procedure. The patient was prescribed IV antibiotics and is reportedly doing well.